Event description:
Medtronic neurosurgery reviewed maude report # (B)(4) on (B)(6), 2010. It was reported that the pt came back with recurrent headache. His CT scan showed a disconnection of the bioglide ventricular catheter, requiring shunt revision. During surgery, it was confirmed that the snap-on cup had disconnected from the ventricular catheter tubing.

Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided. Follow-up for additional info was not possible as no initial rptr or user facility was identified in the maude report. On (B)(6), 2009, medtronic neurosurgery issued a voluntary recall of all bioglide snap shunt ventricular catheters.